Event description:
Patient reported pump keeps getting down occlusion alarm and this has happened last 3 infusions. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: myasthenia gravis without (acute) exacerbation.